Event description:
Based on additional information received on 24-oct- 2017, this case initially considered non-serious was upgraded to serious as the event of "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch" was considered serious with seriousness criteria as disability. This case is cross referred with the case (B)(4) (same patient). This unsolicited case from (B)(6) was received on 12- sep-2017 from a physician. This case concerns an adult male patient who received treatment with synvisc one injection and later after unknown latency could walk for a few days only with walking aid/ mobility for 1 week only possible with forearm crutch, had huge swellings, effusion in the area of injection sites and pain. No relevant concurrent conditions were reported. The patient's concomitant medications included glucocorticoids nos and non-steroid antirheumatic drugs (nsar) nos. The patient's medical history was significant for increasing knee joint arthrosis (for years). Patient had previously received synvisc in spring 2017 and had almost no improvement/lack of effect. The patient had previously received synvisc one which was tolerated well. On (B)(6) 2017, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl049b and expiration date: oct-2019) (1 ampoule right and left) for arthrosis right and left knee joint. On (B)(6) 2017, the patient received synvisc one injection (1 ampoule right and left). On unspecified date in 2017, after unknown latencies, patient reacted with: huge swellings, effusion in the area of injection sites; had no infection. On unspecified date in 2017, after unknown latency, the patient could walk for a few days only with a walking aid and was in pain. It was reported that the mobility for 1 week was possible only with forearm crutch. It was reported that there was no infection. Causal relationship: probable. Corrective treatment: usage of forearm crutch for not reported for all events. Outcome: unknown for all events. Seriousness criteria: disability for could walk for a few days only with walking aid/mobility for 1 week only. Possible with forearm crutch. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 49533 the production and quality control documentation for lot 6rsl049b expiration date oct-2019 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 17-oct-2017, there is only 1 complaint on file for lot# 6rsl049 and all related sub-lots: (1) adverse event report. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 12-sep-2017. Global ptc number was added. Additional information was received on 17-oct-2017. Ptc results added. Text was amended accordingly. Additional information was received on 24-oct-2017 from a physician. This case initially considered non-serious was upgraded to serious as the event of "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch" was considered serious with seriousness criteria as disability. The event term was updated from "could walk for a few days only with walking aid" to "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch ".the patient's medical history and previous medication was added. The suspect product start date and indication was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 24-oct-2017. This case concerns a male patient who presented walking difficulty after receiving treatment with synvisc one. Based upon available information, causal role of suspect product cannot be denied for occurrence of event. However, further detailed information regarding medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Based on additional information received on 24-oct- 2017, this case initially considered non-serious was upgraded to serious as the event of "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch" was considered serious with seriousness criteria as disability. This case was cross referenced with the case (B)(4) (same patient). This unsolicited case from (B)(6) was received on (B)(6) 2017 from a physician. This case concerns an adult male patient who received treatment with synvisc one injection and later after unknown latency could walk for a few days only with walking aid/ mobility for 1 week only possible with forearm crutch, had huge swellings, effusion in the area of injection sites and pain. No relevant concurrent conditions were reported. The patient's concomitant medications included glucocorticoids nos and non-sterois antirhumatic drugs (nsar) nos. The patient's medical history was significant for increasing knee joint arthrosis (for years). Patient had previously received synvisc in spring 2017 and had almost no improvement/lack of effect. The patient had previously received synvisc one which was tolerated well. On b)(6) 2017, the patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl049b and expiration date: oct-2019) (1 ampoule right and left) for arthrosis right and left knee joint. On b)(6) 2017, the patient received synvisc one injection (1 ampoule right and left). On unspecified date in 2017, after unknown latencies, patient reacted with: huge swellings, effusion in the area of injection sites; had no infection. On unspecified date in 2017, after unknown latency, the patient could walk for a few days only with a walking aid and was in pain. It was reported that the mobility for 1 week was possible only with forearm crutch. It was reported that there was no infection. Causal relationship: probable. Corrective treatment: usage of forearm crutch for not reported for all events. Outcome: unknown for all events. Seriousness criteria: disability for could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsl049b expiration date (10/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 17-oct-17, there was only 1 complaint on file for lot 6rsl049 and all related sub-lots: (1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Additional information was received on 12-sep-2017. Global ptc number was added. Additional information was received on 17-oct-2017. Ptc results added. Text was amended accordingly. Additional information was received on 24-oct-2017 from a physician. This case initially considered non-serious was upgraded to serious as the event of "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch" was considered serious with seriousness criteria as disability. The event term was updated from "could walk for a few days only with walking aid" to "could walk for a few days only with walking aid/mobility for 1 week only possible with forearm crutch ".the patient's medical history and previous medication was added. The suspect product start date and indication was added. Clinical course updated and text was amended accordingly. Additional information was received on 30-oct-2017. Ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 30-oct-2017. The follow up information did not change the previous case assessment. This case concerns a male patient who presented walking difficulty after receiving treatment with synvisc one. Based upon available information, causal role of suspect product cannot be denied for occurrence of event. However, further detailed information regarding medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.